Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew on the implantable pulse generator (ipg) device became disengaged. It appeared to be caused by turning the torque wrench too much to disconnect the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.